Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Issue was resolved by changing the infusion set and cartridge, and insulin delivery was resumed.